Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons were unresponsive due to moisture found inside the pump. There was evidence of contamination found under the key contacts and in the keypad flex connector. A leak test indicated the keypad and battery compartment were leaking.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the patient went swimming and notices later that the keypad was unresponsive. The patient confirmed that there was no damage to the keypad or audio bolus button however indicated that there was a crack at the battery compartment. The patient reportedly wore the pump under clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.